Event description:
Rptr indicated that pt was seen in emergency room because of increased salivation and inability to swallow. After turning device off with magnet, pt began to feel better. Upon removing magnet from device, pt's symptoms returned. Physician admitted the pt to the hospital because pt could not eat.